Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: m450001b015, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the non-medtronic scanner connected to the incorrect folder on the thermal therapy system. It was noted that the work around was inefficient but the reported issue did not affect the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.